Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
During functional evaluation by a manufacturer repair technician, the reported sticky trigger and reported run-on were confirmed. Upon disassembly, a cracked trigger housing was identified, which can cause the reported event.

Event description:
It was reported that during a surgical procedure at the user facility the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment without a delay; no adverse consequences or medical intervention were reported.